Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion, which was reproduced during evaluation. A review of the event history log identified downstream occlusion. The cause was determined to be a out of the calibrated specification range downstream force sensor and a chipped downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion when no downstream occlusion was present and would happen every other minute before the pump ran through the entire infusion. The event occurred during preventive maintenance testing in the biomedical service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.